Manufacturer narrative:
The device was received for evaluation. The reported problem, the delivery rate and vtbi were out of acceptable range, was not reproduced during evaluation. The device was tested for flow accuracy and delivered as intended. During functional testing, fails the downstream occlusion test, was not reproduced during evaluation. A review of the event history log revealed multiple events of "downstream occlusion!" However test failures cannot be confirmed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of delivery rate and vtbi out of range was not verified, the reported fails downstream occlusion test was verified. The cause of the condition was determined to be the force sensor was out of calibration and will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump fails the downstream occlusion test and the delivery rate and volume to be infused were out of acceptable range during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.